Event description:
The physician (B)(6) was performing an arthroscopic shoulder repair using the 5.5mm speedscrew knotless implant. Upon tensioning the tendon with the suture, the suture or the internal wire reportedly broke. The physician was required to drill a new bone hole and placed a double play screw in order to complete the procedure. The procedure was completed and no pt complications were reported as a result of this event.